Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was inaccurately delivering insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: the pump completed a 24 hour duration test with no alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test.